Event description:
Canister cover imploded during a safety check prior to performing a procedure. Vacuum level was reported as 25 in. Hg or less. There was no fluid in the canister and no patient involvement. There was no injury. Based on product serial number provided, the product is 4 years old.